Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an acl reconstruction procedure, the screw broke upon insertion. The screw was removed and no additional bone holes were required. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the device shows that this implant was received in used but good condition. Dimensional inspection verifies that this is a 8x25mm product. The implant tip is distorted. The thread conditions are good. The major diameter threads at the bottom of the taper are slightly rolled. The implant tip condition is scored with a chip of material missing. This could be consistent with coming in contact with a saw or guide wire. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.